Event description:
It was reported "the battery place can not be open anymore". The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Battery release latches, upper case, and lower case are broken. Battery contacts are corroded and damaged. Battery drawer and end cap are damaged. Patient front cover is missing. It is noted the device is sticky.